Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.061¿ ¿ 0.142¿ in length and were not aligned with the tube axis. The root cause of scratch marks/ abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history identified patient identifier (B)(6) is a related record. Both the instruments were used in the same procedure. A review of the instrument log for the instrument (pn 470207-10/lot # n11200323 0044) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sl0253. The instrument had 9 uses remaining after last use. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: the reporter could not provide the event date, patient demographics, relevant tests, nor relevant patient history.